Event description:
This complaint is now reportable based on the analysis completed on 12/23/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to treat a de novo 95% stenosed severely calcified, severely tortuous distal rca (right coronary artery) lesion. The physician pre-dilated the lesion with an apex 1.50x8mm angioplasty dilation balloon, maverick 2.00x20mm angioplasty dilation balloon and a quantum maverick 3.00x15mm angioplasty dilation balloon. The lesion was then noted to be 80% stenosed. The physician then attempted to place a taxus liberte 2.75x20mm drug eluting stent in the lesion and the physician noted that the stent "could not reach the site." The procedure was completed with a different device. No patient injuries or complications were reported. The patient condition was reported as "stable". However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for product analysis and initial visual examination of the returned unit revealed stent damage. Some of the stent struts were misaligned in the middle section of the stent. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of this event will be that of operational context.